Event description:
Pt had hysterectomy 4/13/99. When she was brought to floor from recovery room, she was placed on pca pump to receive pain medication (dilaudid) at rate of 1mg every 30 mins, 5mg limit in four hr period, and 1mg loading dose. 55 mins later, pt was found unresponsive and without vital signs. She was resuscitated but was brain dead. She expired three days later. Approximately half the dilaudid had infused during the 55 mins.